Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the deployment of the 23 mm sapien xt valve by tf approach, the balloon ruptured. The valve was correctly deployed with no leak. The result was good and patient is doing well. As per medical opinion, the cause of the rupture was likely related to the heavily calcified annulus.

Event description:
As reported by our affiliates in (B)(4), during the deployment of the 23 mm sapien 3 valve by tf approach, the balloon ruptured. The valve was correctly deployed with no leak. The result was good and patient is doing well. As per medical opinion, the cause of the rupture was likely related to the heavily calcified annulus.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation after being used in the procedure. The balloon shaft was kinked at the position where the balloon shaft enters the handle. The delivery system was visually inspected upon return of the device. The inflation balloon had a longitudinal tear which also propagated radially. No pieces of the balloon were missing. The crimp balloon was torn/separated near the area of the crimp balloon to inflation balloon bond. No functional testing was able to be performed due to the condition of the returned device (balloon burst, balloon tear). The complaints for balloon burst and balloon tear were confirmed visually. Single wall thickness measurements were taken along the tear in the inflation balloon. The measurements meet the single wall thickness specification. Double wall thickness of the crimp balloon proximal to the observed separation was measured. Of note, the area distal to the separation could not be measured as that area consists of the bond area and inflation balloon. All measurements met the specification. DHR review was unable to be performed as the lot number of the complaint device was not provided. Lot history review was unable to be performed as the lot number of the complaint device was not provided. A review of complaint data for march 2016 revealed that the complaint rate did not exceed control limits for commander balloon burst. A review of complaint data for march 2016 revealed that the complaint rate did not exceed control limits for commander delivery system damage. No IFU/training manual deficiencies were identified. The complaint for balloon burst was confirmed, but no manufacturing non-conformances were identified. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. Analyses of these types of ruptures indicates that they are typically caused by puncture from calcium on the native aortic valve. The technical summary contains additional details related to root cause analysis on balloon bursts in a calcified aortic annulus. The cer description supports this root cause determination in that it describes severe calcification of the native annulus. The complaint for torn balloon was confirmed; however, no manufacturing non-conformances were identified. Dimensional and visual inspection of the crimp balloon revealed that the balloon wall thickness was within specification and that the bond remained intact. Furthermore, engineering evaluation of the complaint device and review of available information were unable to identify any manufacturing non-conformances. It is likely that the balloon tear occurred when the device was being withdrawn into the esheath at the end of the procedure. If the tear was present during the inflation of the balloon, a leak would have been observed and it is unlikely that enough pressure would be sustained in the balloon to cause the observed burst. The balloon burst would have increased the profile of the device that was being withdrawn into the sheath, and may have resulted in higher than typical forces required to fully withdraw the delivery system into the sheath. The higher force required may have then resulted in the observed separation. The lot number for the complaint device was not provided. However, the currently released commander manufacturing documents include multiple 100% inspections and mitigations. During balloon manufacturing, the balloon is inspected for fish eyes, crow¿s feet, and contamination. The balloon wall thickness is also 100% inspected. During manufacturing, the delivery system crimp/inflation balloon bond is thoroughly inspected. These inspections make it unlikely that a pre-existing damage on the balloon was present on the device before leaving the manufacturing facility. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Regarding the balloon burst, since no manufacturing non-conformances were identified in the product evaluation and this failure mode does not exceed the complaint trending control limits, a pra is not required. Regarding the balloon tear, as there have been at least (B)(4) occurrences per month of ¿balloon ¿ torn¿ in october, november, and december 2015, an actionable threshold was reached. Per management discretion, the decision was made to initiate product risk assessment (pra) for further assessment of the issue. The complaint of balloon burst was confirmed, but no manufacturing non-conformities could be found in the returned sample. Available information indicates that patient factors (calcification) contributed to the event. No labeling or IFU inadequacies have been identified. Therefore, no preventative or corrective action is required at this time. The complaint was confirmed for torn balloon, but no manufacturing non-conformities were able to be found in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history reveal that the occurrence rate does not exceed the march 2016 control limits for this trend category. However, at management discretion, a pra was previously initiated for risk assessment and for consideration for further escalation.